Event description:
Healthcare professional reported left side exchange with no complaint against the device. The event of rupture did not occur on the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contralateral side rupture and later rupture.

Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Healthcare professional, later reported, left side rupture. The device remains implanted.